Event description:
The doctor noticed the haptic was bent after the lens was implanted in the pt's eye. The incision was enlarged to remove and replace the lens. Suture was used to close the incision.